Event description:
The customer reported inaccurate readings. The anesthesia assistant reported that the mpod quad hemo gave "inaccurate" arterial values and required re-zeroing to get accurate values. The users re-zeroed the qua hemo three times, and then replaced it with another device. Once the users switched to the other quad hemo, the hemo gave the expected pressures. The biomed at the customer site had tested the device on an edwards ibp simulator with no malfunction found and returned it to service. The malfunction occurred again on june 30th. The customer biomed tested again and found that the pressures would not change from 0mmhg intermittently, when it was then reported to draeger. No adverse patient impact or patient death was reported.

Manufacturer narrative:
The device was returned to draeger for evaluation. During testing, engineering was able to confirm that the main printed circuit board assembly (pcba) from the cited pod was the cause of the inaccurate readings. The pcba was replaced and draeger performed testing of the device to confirm full functionality of the pod. Service provided the quad hemo mpod to logistics for customer return and clinical use.

Event description:
The customer reported inaccurate readings. The anesthesia assistant reported that the mpod quad hemo gave "inaccurate" arterial values and required re-zeroing to get accurate values. The users re-zeroed the qua hemo three times, and then replaced it with another device. Once the users switched to the other quad hemo, the hemo gave the expected pressures. The biomed at the customer site had tested the device on an edwards ibp simulator with no malfunction found and returned it to service. The malfunction occurred again on june 30th. The customer biomed tested again, and found that the pressures would not change from 0mmhg intermittently, when it was then reported to draeger. No adverse patient impact or patient death was reported.